Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 20. On (B)(6) 2020, fracture of the implant was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, bleeding, increased sensitivity, fistula and inflammation. No further patient complications were reported.